Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, stapling of the fissure was started but the stapler was unable to fire on the bronchus. The surgeon was able to press the green button and the handle did not squeeze. The doctor opened another product to complete the case. There was no patient injury.